Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the physician tested the console outside the test chamber and eye, and therefore ultrasound and aspiration did not function during the cataract with intraocular lens implantation surgery. The surgery was completed after the cassette was re-primed, the handpiece was placed in the test chamber, and was then inserted directly into the eye. After this, everything worked properly. The re-priming caused an eighty-second delay, with no impact to the patients, and all surgeries were completed without complications. This report pertains to the cassette involved for this complaint. Additional information was requested but non received till date.